Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 175034: 100 items manufactured and released on 27-nov-2017. Expiration date: 2022-nov-09. No anomalies found related to the problem. To date, 60 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 5 months after the primary surgery, the patient came in for a post-op appointment and it was observed that the baseplate position was malaligned inferiorly. According to the revision surgeon, the implant was malpositioned during the primary surgery. The surgeon decided to revise the metaphysis, and used competitor's baseplate and glenosphere to revise inclination/angle of the implant. The surgery was completed successfully.